Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided a corrective action was taken through a manual injection. Customer did not require third-party assistance. Technical support resolved the issue by arranging for a replacement pump to be sent.